Manufacturer narrative:
Section d1, brand name: corrected section d4, model number: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Review of the left ventricular assist device (lvad) periodic log "file" found diminishing system voltage levels that appeared indicative of battery depletion followed by a total loss of power to the system, causing the pump to stop. The account reported that there was no total loss of power or pump stop. The pump was still running at the time of CPR and time of death. The controller was disconnected after the time of death was called. Related manufacturer's report: 2916596-2023-04931.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not set was confirmed via analysis of the lvad periodic log file; however, a pump stop occurring prior to the patient passing away could not be confirmed through this analysis. The log file contained data spanning from (B)(6) 2023 to (B)(6) 2023. The final line of data captured a clock reset to the default timestamp and was preceded by diminishing system voltage levels; however, the voltage levels were captured to be above the low voltage threshold during this event. The cause of the clock reset could not be determined from the log file data. No other notable events were captured. The left ventricular assist device log files appeared to have captured the system operating as intended. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The documents instruct the patient on the proper steps to resolve an active no external power or mpu alarms. The documents instructs the patient to: ¿immediately connect to heartmate 14 volt lithium-ion batteries. If restoring power does not resolve, patient should press any button on the system controller to attempt pump start, and immediately call hospital contact for diagnosis and instructions¿. The IFU does not instruct the patient to exchange the system controller as an attempt to resolve an active no external power or mpu alarms. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (IFU) (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.